Manufacturer narrative:
Device evaluated by manufacturer . The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The cns tower was emitting a beeping sound after restarting it. The cns was in use on patients, however no patient harm was reported. The biomedical engineer has sent the unit in for evaluation. The reported problem of the cns has a "beeping" sound coming from the tower could not be duplicated through testing, trouble shooting and extended operation of the device. The unit was tested with known good monitor. Review of the device history indicates no previous cnd (could not duplicate) status. The unit operates to manufacturer's specifications.

Manufacturer narrative:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) tower was emitting a beeping sound after restarting it. The central nurse's station (cns) was in use on patients, however no patient harm was reported. The biomedical engineer was sent the unit in to nihon kohden for repair and it is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the uninterruptible power supply (ups) failed, causing the central nurse's station (cns) to lose power. The central nurse's station (cns) tower was emitting a beeping sound after restarting it.